Event description:
It was reported that drill bit snapped in half as surgeon was drilling tunnel, it broke in 2 pieces. Broken pieces were removed from the patient. No back up device was available. There was no delay or patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.